Event description:
Our sterilizer pivotal bolt on the door failed and broke. The broken bolt renders the doors inoperative. Concern has also been expressed that under the right circumstances the door bolt failure could possible result in harm to staff i.e. Having the door come off under force. Upon doing further research, it has come to our attention that there was an older unit of the same model that had the same problem, and a repair/upgrade kit was available to repair it. Our staff asked steris if we could expect the same problem on the newer devices, and we were told that the newer devices have been upgraded. Despite this "upgraded design" there is still a new repair/upgrade kit available specifically to address this issue. It is important to note that the repair/upgrade kit is not merely replacing the old pivotal bolt--it is modifying the hardware of the door to accommodate a re-engineered pin.it is our feeling that if such a reengineered solution exists, steris should be proactive in having customers install the kit, instead of waiting for a failure that could possible cause harm.======================manufacturer response for sterilizing unit, steam, century p148h (per site reporter).======================the manufacturer is aware of the problem.